Manufacturer narrative:
The patient was readmitted for issues with the outflow graft following this event. Refer to manufacturer report number #2916596-2021-01750. Manufacturer's investigation conclusion: a specific cause for the patient's infection and abdominal discomfort could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported pi events could not be conclusively established through this evaluation. The controller event log file contained data from (B)(6) 2021 08:11:25 through (B)(6)2021 07:52:22. Of note, 120 pi events were captured throughout the log file. No abnormal alarms or faults were captured. The pump operated at the intended speed and appeared to function as intended for the duration of the log file. The controller periodic log file and lvad event and periodic log files also captured the pump operating as intended. Additional information was requested; however, no additional information was provided. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) until (B)(6) 2021 when it was explanted due to a heart transplant (refer to MFR #2916596-2021-02326). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from the manufacturing quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists localized infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section also includes information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, document 10006136, rev. C contains several sections with information about how to prevent and control infection. Section 4 of the IFU explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status,(B)(6), sudden changes in power, and sudden changes in pump speed. There are no audible alarms with a pi event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with an abscess along the lvad and outflow cannula. The patient has an ejection fraction (ef) of 45% and has increased abdominal discomfort. The customer reported that the patient also has frequent suction events. A log file review was requested. Technical services (ts) reviewed the log file and did not find any unusual events recorded.